Event description:
The consumer reported that the patient experienced a change in therapy while walking on (B)(6) 2016. The patient experienced sudden shocking/jolts that started right next to the implant, traveled to the lead incision site, and went up her back; it went up 1-1.5 inches and it was not in the same spot each time. It was further reported that the patient had turned off stimulation at 6am on (B)(6) 2016 before the issue had happened. It happened when the patient moved her right foot to take steps and it took her 5 minutes to walk the hallway. The patient stated the healthcare professional told her to use ice and go back to see the healthcare professional on (B)(6) 2016 to resolve the reported issues. The patient's indications for use included rsd/causalgia-complex regional pain syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The information received from the consumer was corrected/clarified. It was noted that the patient had stated that the shocking hurt and made her drop to her knees. The patient had also reported symptoms of pain and soreness. She was really sore in places that she was not last time, and the lower part of her back hurt like no other. It was also noted that the patient had been meeting with a manufacturer representative multiple times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.